Event description:
The customer contact reported a whitescreen error. On an unspecified date and time, an unspecified channel of the device was programmed to deliver an unspecified concentration of epinephrine and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the customer contact reported the device alarmed with a whitescreen error. It was reported the nurse used the emergency cassette eject lever to remove the tubing set from the device. The device was removed from clinical use. Therapy was resumed after approx 15 minutes with a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. The customer contact reported there was no change in the pt's respiratory status or pulse oximetry readings. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.